Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00252. Lot 17n001 was manufactured from december 11-12, 2017 one device was received for evaluation. Visual inspection revealed evidence of a leak inside the housing. A leak test was performed by filling the reservoir/balloon with water. After fill, a leak was observed coming out at the welded area of the volume indicator component located inside the housing. No evidence of leak was observed at the balloon/reservoir. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor leaked from the balloon prior to patient use. There was no patient involvement. No additional information is available.